Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via patients adult child that the implantable pulse generator (ipg) battery has "a potential problem". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.